Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the device has both anchors and suture. The t1 anchor is detached from the needle and still attached to the suture. The t2 anchor is actuated to the distal tip. No physical damage visible to the imaged device. The depth limiter has been cut as intended. A visual inspection revealed the device was returned with both anchors and suture. The t1 anchor was detached from the needle and still attached to the suture. The t2 anchor was actuated to the distal tip. No physical damage visible to the device. A functional evaluation revealed the t2 anchor could be deployed as intended when using a reference meniscus. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during use, t2 of ultra fast-fix couldn't be deployed after t1 was implanted. T1 was left secured in patient. Procedure was completed, after a non-significant delay, with a back-up device. No other complications were reported.